Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major pulmonary bacterial infection. Community-acquired pneumonia might have been the cause. The patient was given antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Mycobacterium avium complex (mac) pulmonary infection was identified through clinical symptoms and cultures. The patient was given antibiotics and would be followed-up with for the plan of care.